Event description:
It was reported that after falling, the patient experienced a loss of therapeutic effect and a return of symptoms. The patient was redirected to their healthcare professional. Additional information has been requested.

Manufacturer narrative:
(B)(4).